Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated the pink slide did not move and the cannula did not deploy, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data showed that a failure to transition as expected occurred in tandem with timeouts. This indicates that there was a drive stall that occurred which prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism by the end of second prime. The components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damage or deficiencies that would prevent normal operation of the pod or contribute to the needle not deploying by the end of second prime. A successful rerun of the pod did not replicate the timeouts and drive stall observed in the original data. The exact cause of the observed drive stall and subsequent needle mechanism failure could not be determined